Event description:
The cup inserter was screwed into the acetabular shell cup as part of the procedure to force the cup into the acetabulum. The cup inserter may have stripped the threads of the hole, thus causing misalignment of the apex hole eliminator into the shell.